Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s lower part of the device detached from the forceps. The reported issue occurred during a therapeutic coelio hysterectomy procedure. It was indicated that the detached piece was recovered immediately from an undisclosed area and removed. The procedure was subsequently completed with a similar device with an 8-minute delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event. The probe was broken at 12,5mm from the distal end site and the broken tip was not returned. Additionally, the repair center found the coating was peeling and there were scratches on the grapsing part of the probe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the broken probe cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.